Event description:
Upon receipt of the recall packet, the customer notified they had a bed frame with the actuator weld starting to separate.

Manufacturer narrative:
The bed frame was inspected by primus medical on 10/01/2014. The inspection determined that the bracket where the head high-low actuator mounts onto the backbone of the bed frame began to separate. A new bed frame was delivered to the facility on 09/30/2014. This problem has been assigned CAPA # (B)(4), and a follow-up report will be submitted upon completion of the corrective action. Metallurgical analysis report, dated 11/04/2011, on two removed sections from the bed-frame where the weld broke state: both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; the welding process employed (gmaw) was not suitable for the materials ans thicknesses being joined; weld size was excessive; heat input was excessive; technique was poor resulting in excessive weld [s]platter and leaving from one to two inches of electrode (wirer) at weld terminations; examination of the wear pattern on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overloaded stress with undetermined bending moment. The welding deficiencies did not cause the fractures, but may have been a contributing factor.